Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade unknown with pain, swelling, and rotated device. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rotated" device, "swollen and tender" and capsular contracture, baker grade unknown. Patient indicated the rotation had been previously treated with "corrective manipulation". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles. A visual and microscopic analysis was performed which identified sharp broken on posterior and missing shell and orientation dot. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp broken on posterior due to an unidentified (tear) opening and missing shell and orientation dot due to inconclusive.

Event description:
Additionally, patient reported right side "rotated" device, "swollen and tender" and capsular contracture, baker grade unknown. Patient additionally reported "while scraping silicone out of my breast, the doctor hit an artery"; this event is not device related. Healthcare professional reported right side, malposition, discomfort, silicone gel in pocket, removal due to patient¿s concern with the product, "torn shell" and "rupture noted in surgery". Healthcare professional also reported blood loss; this event is not device related. Device has been explanted.

Event description:
Healthcare professional additionally reported a right side rupture during a bilateral removal of implants. Device has been explanted.